Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a precipitous drop in pace impedance measurements. The system remains in service. No adverse patient effects were reported.